Event description:
Additional information received noting that the patient's relatives believes the patients seizures were more violent due to the vns implant and the addition of lamotrigine, but no changes were made. The patient then was admitted into the hospital and it was determined that the lamotrigine was the cause of the worsening seizures and this was discontinued and the patient has been fine since discharge. The patient's device was checked and found to have low impedance.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information b6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently left out code 'a07210' h6 adverse event problem, corrected data: initial report inadvertently did not code 'c0208' for investigation findings and 'd02' for investigation conclusions.

Event description:
The explanted devices have been discarded.

Event description:
The patient underwent full revision surgery due to low impedance. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Patient presented with low impedance and there were no reported falls but the patient did have two seizures. Chest x-rays were requested. No known surgical intervention has occurred to date. No other relevant information has been received to date.